Manufacturer narrative:
Results: the pet lock on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly was intact. The coil was detached from the pusher assembly. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt) of the pusher assembly. The proximal end of the embolization coil was covered in coagulated blood and, therefore, the maximum outer diameter of the coil could not be measured. Conclusions: evaluation of the returned device revealed that the embolization coil sr wire was fractured and the proximal constraint sphere was stuck inside the ddt. This type of damage typically occurs due to improper handling. If the device is forcefully withdrawn against resistance, this type of damage may occur. If a pc400 is advanced through a microcatheter without a sufficient continuous flush, the coil may experience resistance. Pc400's are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the right internal thoracic artery using penumbra coil 400 coils (pc 400 coils). During the procedure, the physician had difficulty advancing a pc400 coil through another manufacturer's microcatheter as it would not advance pass the middle of the microcatheter and was removed. While the pc400 coil was being removed from the patient, it unintentionally detached inside the microcatheter. The physician removed the microcatheter from the patient and flushed the detached pc400 coil out of it. The procedure was then completed using a new pc400 coil and the same microcatheter. There was no report of an adverse effect to the patient.